Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk, and the manufacturing records for the complaint device can not be reviewed. The most probable root cause is operational context as device performance was limited, due to anatomical/procedural factors.

Event description:
It was reported that during a heart catheterization procedure, burr removal difficulties and subsequent death occurred. The 95% stenosed lesion was located in the severely calcified, mildly tortuous circumflex with a restenosed stent distal to the lesion. The length of the focal lesion was less than 10mm. The pt had an attempted angioplasty one week prior, that was unsuccessful. The pt was not a surgical candidate and was considered high risk for this procedure. The system platform speed was set at 150,000 rpms. First, the physician successfully treated the lesion with 1.25mm and 1.5mm burrs. Then the physician upsized to this 1.75mm burr. On the first ablation run, the burr was run at 140,000 rpms for 30 seconds when it became stuck in the lesion. Nitroglycerin was given multiple times without a release of the burr. The physician then advanced another wire and a balloon, and was able to manually remove the 1.75mm rotalink plus burr from the lesion. Vessel damage was noted, however, this was treated with a balloon. The pt left the cath lab intubated. However, the pt died 3 days later. The cause of death is unk. In the opinion of the physician the cause of the burr becoming stuck was the anatomical condition.